Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: addr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the electrogram revealed ventricular high rates, with possible noise and oversensing associated with the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.